Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 21-sep-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("I have a lot of pain continuously") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced pelvic pain (seriousness criterion medically important), abdominal pain ("very sharp abdominal pain"), vision blurred ("blurred vision"), neuralgia ("neuropathic pain"), paraesthesia ("paresthesia of upper limbs"), headache ("headaches"), alopecia ("abnormal hair loss"), eczema ("eczema of the ear, nose and throat (ent) areas"), amnesia ("memory loss"), flatulence ("excessive and significant flatulence"), back pain ("back pain") and tendon pain ("tendon pain"). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, alopecia, amnesia, back pain, eczema, flatulence, headache, neuralgia, paraesthesia, pelvic pain, tendon pain and vision blurred to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 21-sep-2022. The most recent information was received on 27-sep-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("I have a lot of pain continuously") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced pelvic pain (seriousness criterion medically important), abdominal pain ("very sharp abdominal pain"), vision blurred ("blurred vision"), neuralgia ("neuropathic pain"), paraesthesia ("paresthesia of upper limbs"), headache ("headaches"), alopecia ("abnormal hair loss"), eczema ("eczema of the ear, nose and throat (ent) areas"), amnesia ("memory loss"), flatulence ("excessive and significant flatulence"), back pain ("back pain") and tendon pain ("tendon pain"). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, alopecia, amnesia, back pain, eczema, flatulence, headache, neuralgia, paraesthesia, pelvic pain, tendon pain and vision blurred to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-sep-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant datawas conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.